Manufacturer narrative:
Corrected fields: b5.

Event description:
It was alleged that this camera head was used in multiple procedures. This report is capturing the unknown number of possibly involved procedures.

Event description:
It was reported that the optics mount was loose against the camera head and the image was not fixed. This issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since subject device was not returned, the device malfunction was not confirmed during evaluation, and the definitive root cause of the reported issue could not be determined. Based on historical data, possible causes include material problems like: degradation; mechanical problems like: wear and tear; stress or friction. These causes can occur between components such as connector/coupler; adaptor; mount; locking mechanism without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.